Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009; inratio: 2.3; lab: 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)-2009, inratio meter = 2.3 inr, reference = 1.9 inr, mean = 2.10, confidence limits = 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio result provided by the customer is registered on memory and is within the confidence limits. Based on memory, customer utilized strip code s73sy on reported inr. Strip investigation was performed on strip lot 220408. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for lot 220408 are within allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Original mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. Products in complaint have been returned. In-house product tests did not find product to be defective. Meter memory record revealed repeated test value was 2.26 (reference 2.2). Test and repeated test were 15 minutes apart. Product deficiency was not established. Replacement strips were sent. The outcome of complaint investigation does not demonstrate a potential deficiency of a product. Further escalation is not required. As of 11/30/2009, 11 discrepant result complaints were reported for lot #220408 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action is not required as product deficiency was not established.